Event description:
Critically ill infant was being monitored with a non-invasive blood pressure philips module. The blood pressure measurement was hypotensive. A peripheral arterial line was placed and monitored with a philips invasive blood pressure module. The measurements were grossly hypertensive. The infant was treated for hypertension and recovered.what was the original intended procedure?non invasive blood pressure module.device #1is this a laboratory device or laboratory test?no.